Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 416mg/dl, with nausea, polydipsia, and a small amount of ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting it was revealed, the patient was experiencing a change in stress levels. The patient was advised while on the phone to fill the cannula since there were zero units in the fill cannula prime history. The basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.